Event description:
The patient experienced a loss of therapeutic effect. The patient said she had not seen a physician or had he device reprogrammed since implant in 2005. She stated a CT scan was done (date not reported) at a clinic closer to her home and showed the lead had migrated. The patient's status was reported to be "fair". Additional information has been requested, a follow-up report will be sent if additional information becomes available.